Event description:
The account stated that a patient was being monitored for roycutane treatment. On (B)(6) 2010, a positive architect total b-hcg result of 926 miu/ml was reported. The physician questioned the result as the patient was not pregnant. The sample was retrieved and was rerun on (B)(6) 2010, and a negative result was obtained. A new sample was obtained on (B)(6) 2010, and it was also negative for total b-hcg. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.this report is being filed on an international product, list number 7k78 that has a similar product distributed in the us, list number 6c21.